Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#.

Event description:
It was reported that multiple defects were found with a medical device brand name: k2 edta (k2e) 3.6 mg plastic (including: broken wrap, broken tray, missing/defective label, dirty pack/tray/tube). There was no report of exposure, injury or medical intervention.

Event description:
It was reported that multiple defects were found with a medical device brand name: k2 edta (k2e) 3.6 mg plastic (including: broken wrap, broken tray, missing/defective label, dirty pack/tray/tube). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open package, missing label, incorrect placement, foreign matter, damage and incorrect count with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for open package, missing label, incorrect placement, foreign matter, damage and incorrect count with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that multiple defects were found with a medical device brand name: k2 edta (k2e) 3.6 mg plastic (including: broken wrap, broken tray, missing/defective label, dirty pack/tray/tube). There was no report of exposure, injury or medical intervention.